Manufacturer narrative:
(B)(4).  Physio-control has performed an initial evaluation of the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. UDI = (B)(4).

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device powered off three times during an event involving a patient.  Medical personnel had to manually power the device back on after each loss of power.  The customer advised that she believed that medical personnel were monitoring the patient at the time of the event.  No further details about the care being provided to the customer was available.  Because there was no harm reported to her, the customer also believed that there were no adverse effects to the patient as a result of the reported issue. Physio-control has made multiple unsuccessful attempts to contact the customer in order to obtain additional information about both the patient and the event.

Manufacturer narrative:
The customer later advised physio that no information about the patient or the event was available. Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio then downloaded the electronic records from the device and was able to confirm multiple warm boots occurred on the day of the reported event. Physio noted that device was using auxiliary power (via an ac power adapter [acpa]) at the time of the event. Physio then confirmed proper device operation using both dc (battery) power and auxiliary power (via a test acpa) through functional and performance testing. The device was returned to the customer for use. As a precaution, physio contacted the customer and recommended that they replace the acpa that was used during the reported event. The acpa used during the reported event was not returned to physio for evaluation. The cause of the reported issue could not be determined.